Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-feb-2017 for the following meddra preferred terms: device expulsion. The analysis in the global safety database revealed 218 cases. Device breakage. The analysis in the global safety database revealed 1523 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-feb-2017: significant new information - ansm was informed by patient that she wanted to process removal of implants during the month of (B)(6) 2017. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one insert broke in right uterine tube during the procedure. Physician sent it away and placed another insert. One week later she was again taken to the operating theatre due to suspected migration of the insert into the uterus (interpreted as suspicion of device expulsion). Removal of implants had been scheduled for (B)(6) 2017. These events are anticipated in the reference safety information for essure. In the present case, the device breakage seems to have occurred during the insertion procedure. The exact mechanism of the breakage was not described. Given the nature of this event, causality with essure cannot be excluded. Consumer mentioned she was taken to the operating room due to a suspicion of device migration into the uterus. It is unknown whether this expulsion was confirmed, or the nature of the intervention she underwent. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident due to the required medical interventions. Additional non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 24-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of suspicion of device expulsion ("suspected migration of the insert into the uterus") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Placement of the inserts was performed under general anaesthetic. On an unknown date, the patient started essure. In 2013, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required), device breakage ("one insert broke in my right uterine tube"), complication of device insertion ("one insert broke in my right uterine tube"), abdominal pain ("intense abdominal pain, I cannot stay sitting"), polymenorrhoea ("I have my periods twice a month, during ovulation"), nausea ("I have a lot of nausea"), dizziness ("dizzy spells"), fatigue ("I am always tired") and irritability ("irritable"). The patient was treated with surgery (one week later, I was again taken to the operating theatre). At the time of the report, the device expulsion, device breakage, complication of device insertion, migraine, abdominal pain, polymenorrhoea, nausea, dizziness, fatigue and irritability outcome was unknown. The reporter provided no causality assessment for device expulsion, device breakage, complication of device insertion, migraine, abdominal pain, polymenorrhoea, nausea, dizziness, fatigue and irritability with essure. The reporter commented: one insert broke in my right uterine tube. My gynaecologist sent it to the medical device vigilance unit and placed another insert. One week later, I was again taken to the operating theatre due to suspected migration of the insert into the uterus. Diagnostic results: various examinations have been performed but no cause has been found (MRI, x-ray and ultrasound). Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one insert broke in right uterine tube during the procedure. Physician sent it away and placed another insert. One week later she was again taken to the operating theatre due to suspected migration of the insert into the uterus (interpreted as suspicion of device expulsion). These events are anticipated in the reference safety information for essure. In the present case, the device breakage seems to have occurred during the insertion procedure. The exact mechanism of the breakage was not described. Given the nature of this event, causality with essure cannot be excluded. Consumer mentioned she was taken to the operating room due to a suspicion of device migration into the uterus. It is unknown whether this expulsion was confirmed, or the nature of the intervention she underwent. Despite the limited information, given the nature of this event, causality with essure cannot be excluded, and the case was regarded as incident due to the required (unspecified) medical intervention. Additional non-serious events were reported. A product technical analysis is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), fatigue ("recurrent fatigue/ I am always tired") and dyspnoea ("difficuty breathing") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion on right was difficult with a resistance" on (B)(6) 2013 and device deployment issue "device release before rotating the thumbwheel" on (B)(6) -2013. The patient's medical history included emphysema, appendectomy, skin infection, ex-smoker, gastroesophageal reflux, weight gain in september 2015 and pneumothorax. Placement of the inserts was performed under general anaesthetic. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("insertion failure for the first essure insert on right"). In 2013, the patient experienced migraine ("migraines"), arthralgia (seriousness criterion hospitalization), myalgia (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization) and dyspnoea (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("intense abdominal pain, I cannot stay sitting"), polymenorrhoea ("I have my periods twice a month, during ovulation"), nausea ("I have a lot of nausea"), dizziness ("dizzy spells"), irritability ("irritable"), abdominal distension ("bloating"), dysmenorrhoea ("pain during periods"), headache ("headaches") and dyspareunia ("pain during intercourses"). The patient was treated with surgery (hysterectomy and salpingectomy via laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. In 2017, the migraine, arthralgia, myalgia, fatigue and dyspnoea had resolved. At the time of the report, the pelvic pain, abdominal pain, polymenorrhoea, nausea, dizziness, irritability, abdominal distension, dysmenorrhoea, headache, dyspareunia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain, dizziness, irritability, migraine, nausea and polymenorrhoea with essure. The reporter considered abdominal distension, arthralgia, complication of device insertion, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, headache, myalgia and pelvic pain to be related to essure. The reporter commented: one trailing coil on left. Insertion on right side was more difficult, with presence of a resistance, the insert was stopped before the black marker; while trying to reposition the insert, it got stuck and was release before rotating the thumbwheel. The insert was removed and insertion of another one was attempted but there was a resistance at the same place. The insert was released into fallopian tube, with 13 trailing coils. It was decided to leave the insert. Various examinations have been performed but no cause has been found (MRI, x-ray and ultrasound). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: patch tests were negative for nickel, chromium and cobalt.. Pathology test - on an unknown date: normal. Ultrasound scan - on (B)(6) 2013: left insert was correctly placed, however on right the insert seemed to be rolled up and the markers were not aligned. The right essure insert seemed to have not been pushed enough into the fallopian tube, however the tube was occluded.. Further company follow-up with the consumer, regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new information from lawyer via legal department: essure insertion procedure details were provided; medical history was added. Information previous reported regarding broken essure right tube and device migration were deleted since medical records from insertion procedure does not mention or confirm the breakage or migration. Results of ultrasound scan after insertion, allergy test and pathology report were provided. New events were also reported: pelvic pain, headaches, and pain during intercourse. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), fatigue ("recurrent fatigue/ I am always tired") and dyspnoea ("difficuty breathing") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "device release before rotating the thumbwheel" on (B)(6)2013 and device difficult to use "insertion on right was difficult with a resistance" on (B)(6)2013. The patient's medical history included emphysema, appendectomy, skin infection, ex-smoker, gastroesophageal reflux, weight gain in september 2015 and pneumothorax. Placement of the inserts was performed under general anaesthetic. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced complication of device insertion ("insertion failure for the first essure insert on right"). In 2013, the patient experienced migraine ("migraines"), arthralgia (seriousness criterion hospitalization), myalgia (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization) and dyspnoea (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("intense abdominal pain, I cannot stay sitting"), polymenorrhoea ("I have my periods twice a month, during ovulation"), nausea ("I have a lot of nausea"), dizziness ("dizzy spells"), irritability ("irritable"), abdominal distension ("bloating"), dysmenorrhoea ("pain during periods"), headache ("headaches") and dyspareunia ("pain during intercourses"). The patient was treated with surgery (hysterectomy and salpingectomy via laparoscopy on (B)(6)2017). Essure was removed on (B)(6)2017. In 2017, the migraine, arthralgia, myalgia, fatigue and dyspnoea had resolved. At the time of the report, the pelvic pain, abdominal pain, polymenorrhoea, nausea, dizziness, irritability, abdominal distension, dysmenorrhoea, headache, dyspareunia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain, dizziness, irritability, migraine, nausea and polymenorrhoea with essure. The reporter considered abdominal distension, arthralgia, complication of device insertion, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, headache, myalgia and pelvic pain to be related to essure. The reporter commented: one trailing coil on left. Insertion on right side was more difficult, with presence of a resistance, the insert was stopped before the black marker; while trying to reposition the insert, it got stuck and was release before rotating the thumbwheel. The insert was removed and insertion of another one was attempted but there was a resistance at the same place. The insert was released into fallopian tube, with 13 trailing coils. It was decided to leave the insert. Various examinations have been performed but no cause has been found (MRI, x-ray and ultrasound). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2017: patch tests were negative for nickel, chromium and cobalt.. Pathology test - on an unknown date: normal. Ultrasound scan - on(B)(6)2013: left insert was correctly placed, however on right the insert seemed to be rolled up and the markers were not aligned. The right essure insert seemed to have not been pushed enough into the fallopian tube, however the tube was occluded.. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 24-jan-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("suspected migration of the insert into the uterus"), device breakage ("one insert broke in my right uterine tube"), arthralgia ("joint pain"), myalgia ("muscular pain"), fatigue ("recurrent fatigue/ I am always tired") and dyspnoea ("difficuty breathing") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: placement of the inserts was performed under general anaesthetic. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), arthralgia (seriousness criterion hospitalization), myalgia (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization) and dyspnoea (seriousness criterion hospitalization). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("one insert broke in my right uterine tube"), abdominal pain ("intense abdominal pain, I cannot stay sitting"), polymenorrhoea ("I have my periods twice a month, during ovulation"), nausea ("I have a lot of nausea"), dizziness ("dizzy spells"), irritability ("irritable"), abdominal distension ("bloating") and dysmenorrhoea ("pain during periods"). The patient was treated with surgery (one week later, I was again taken to the operating theatre). Essure was removed on (B)(6) 2017. In 2017, the migraine, arthralgia, myalgia, fatigue and dyspnoea had resolved. At the time of the report, the device expulsion, device breakage, complication of device insertion, abdominal pain, polymenorrhoea, nausea, dizziness, irritability, abdominal distension and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, complication of device insertion, device breakage, device expulsion, dizziness, irritability, migraine, nausea and polymenorrhoea with essure. The reporter considered abdominal distension, arthralgia, dysmenorrhoea, dyspnoea, fatigue and myalgia to be related to essure. The reporter commented: one insert broke in my right uterine tube. My gynaecologist sent it to the medical device vigilance unit and placed another insert. One week later, I was again taken to the operating theatre due to suspected migration of the insert into the uterus. Diagnostic results: various examinations have been performed but no cause has been found (MRI, x-ray and ultrasound). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: after review and confirmation from french health authority, case 2017-138602 (MFR#2951250-2017-02670) was found to be a duplicate on this current case and therefore it will be deleted from bayer database and all its content is being transferred to this remaining case 2017-015259. Information received from attorney via legal department:the essure were inserted on (B)(6) 2013 and removed (B)(6) 2017. The patient experienced diverse pain like abdominal, muscular and joint pain. There were also bloating, fatigue, irritability, everyday headache. There were periods twice per month with pain during periods.some symptoms resolved after essure removal. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.